Manufacturer narrative:
The reported complaint of a cracked top cover confirmed during visual inspection of the returned autopulse platform (sn (B)(4)). To remedy the issue, the top cover was replaced. The autopulse platform is a reusable device. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. In addition, the platform failed the load characterization test during initial functional testing. Two load cells were found defective and a replacement was required. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, front enclosure was observed damaged and sticky clutch was noted. Front enclosure was replaced and the sticky clutch plate was deburred to address the issue. Following the repair, the platform passed all functional testing criteria and met all required specifications.

Event description:
As reported, the autopulse platform (sn (B)(4)) was observed to have cracks on top cover. The platform was returned to zoll for evaluation. During service the platform failed the initial functional testing. There was no patient involvement.